Event description:
Info was received that this right ventricular (rv) epicardial lead exhibited noise which was oversensed causing pacing inhibition. There were pauses greater than two seconds noted. The lead was surgically abandoned and a new lead implanted. There were no additional adverse patient effects reported.